Manufacturer narrative:
(B)(4).

Event description:
It was reported "critical care nurse practitioner had issues with the guidewire bending when trying to thread the catheter." Additional information reports "its actually the wire and needle. The np said the needle went into the artery just fine. He was able to thread the wire through the needle. When he was going to remove the needle off the wire, he met resistance and could not remove the needle. He had to remove both the wire and needle together as one piece. The wire was kinked and started to unravel. He had to grab another kit to finish the procedure." There was no patient harm or injury. The patient's current condition is reported as "critical" at this time.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "critical care nurse practitioner had issues with the guidewire bending when trying to thread the catheter." Additional information reports "its actually the wire and needle. The np said the needle went into the artery just fine. He was able to thread the wire through the needle. When he was going to remove the needle off the wire, he met resistance and could not remove the needle. He had to remove both the wire and needle together as one piece. The wire was kinked and started to unravel. He had to grab another kit to finish the procedure." There was no patient harm or injury. The patient's current condition is reported as "critical" at this time.